Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter prematurely deflated due to a pinhole. No medical intervention was reported.

Event description:
It was reported that the catheter prematurely deflated due to a pinhole. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. A video of a leaking egg shell white foley catheter was returned. The leak appeared to be coming from the balloon area. A potential root cause could be an "imperfection in balloon due to process." Based on the returned video, there does appear to be a relationship between the event and the device itself. As water was seen leaking around the balloon area. However, it cannot be determined based on the video and event if the device was used for treatment or diagnosis. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."